Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the motor device was not holding the cutter devices. It was reported that there was a five minute delay in the procedure and an unspecified spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not specified. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not holding cutters was confirmed. An assessment was performed on the device which found that the device was missing a nose pin preventing the attachment from attaching properly and the device would not secure the cutter. During repair it was observed that the pawls were worn out. It was determined that the failure was caused by worn out motor components. The assignable root cause was determined to be component damage from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.